Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed a large crack on the top of the drain tube of the disposable sodasorb canister. The canister was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed and lost the ability to ventilate due to a large leak during a case. The patient was manually bagged and the unit was replaced.